Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2019. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of amia pd cycler sets had patient line caps that were ¿ill fitting¿. This was observed prior to use. It was further reported that sometimes the caps would fall off when the home patient removed the cassettes from the packaging. The home patient did not use the affected cassettes. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.